Event description:
Information received from the field notes that the patient had been experiencing pre-syncopal episodes lasting about two seco nds each at home for the past two weeks. The patient told his doctor that approximately two monthss ago he struck his chest on the steering wheel of his tractor. Interrogation of the pacer revealed a bipolar impedance of both lea ds of >1990 ohms. The lead remains implanted and functioning in the unipolar configuration.